Manufacturer narrative:
Age or date of birth, weight, ethnicity information unknown not provided. Date of event: information unknown not provided if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was broken. Additionally, it was indicated that at the time of injecting the lens into the patient¿s eye, the doctor noticed a click and saw the lens enter with a broken haptic. The lens was removed and replace during the same procedure. It was noted that the lens was discarded. The patient was reported to be fine. No further information has been received.